Event description:
The customer reported that the prismaflex unexpectedly removed 600 ml of fluid during one hr when it was programmed to remove 200 ml. The pt continued treatment on another prismaflex machine. There was no reported blood loss or any other clinical consequences as a result of reported event.